Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The review of the event history log revealed there were no keystrokes, programming, use related, or iipv events that could cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed with no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Upon conclusion of the investigation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy on the homechoice (hc). The cause of death was unknown. Prior to death on an unknown date the patient was hospitalized for an unknown indication. It was reported that the patient was performing apd therapy during the hospitalization with the hospital¿s device. It was unknown if an autopsy was performed. The death certificate was unavailable. It was not reported if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.